Event description:
An optometrist reported a patient was examined in september, 2004 and was given a trial pair of acuvue advance contact lenses with hydraclear. The patient did not return for a follow up exam and did not purchase lenses from the ecp. The patient returned to the ecp's office 2005 with a red, painful left eye and cloudy vision. The patient had been seen in an e.r. The previous day and was treated with tobramycin. Upon examination the patient had a 2 1/2mm to 3mm contral corneal ulcer with stromal edema. The anterior chamber was quiet.